Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of "palpitations" while an impedance check was being performed on the atrial lead port on a patient that only has a ventricular lead. The device is still in use and there have been no patient complications as a result of this event.